Event description:
Facility reported, "tx" initiated and air detector alarm occurred. After recirculating the system for 15 minutes "tx" reinitiated and air appeared in system again. A new blood line system was put in place and the problem resolved. No patient ill effect. Sample is available for evaluation.